Manufacturer narrative:
This issue has been resolved by the installation of new parts. Hill-rom is sending this as a conservative report.

Event description:
Customer states that legs are making a grinding noise when base motor activates on golvo lift. No impact.